Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a refrigerator board issue. A field service engineer confirmed that there would be a rescheduled service. No resolution was provided by both the field service engineer about the resolved issue. The system functioned as intended after the field service engineer troubleshooted the device.